Event description:
It was reported that during a laparoscopic case: it was reported there was an unexpected leak from a patient undergoing an anterior resections under the care of mr. (B)(6), powered stapler use, consultant & reg trained on the device and had used before, and there were no apparent problems at the time of firing. Good blood supply, no tension, air leak negative. Consultant thought air was coming out of his pelvic drain on day 2 but his bloods improved and it seemed to stop. On day 5 they scanned him and his anastomosis had leaked. He had developed an ileus and a knuckle was stuck to the lif port site. This anastomosis had to be taken down. There were no apparent problems at the time of firing. No delay in surgery.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Unknown, captured as awareness date. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information: device: cdh29p. Surgeon: dr. (B)(6). Surgeon experience: 6 months - 2 years. Device availability: unavailable. Leak detected 5 days post-case and no apparent issues during the cases. Case was laparoscopic, and the techniques were standard. Good blood supply, no tension, air leak negative. This case suffered complications (hemorrhage, port site hernia). The lap case I thought air was coming out of his pelvic drain on day 2 but his bloods improved, and it seemed to stop. On day 5 we scanned him, and his anastomosis had leaked. He had developed an ileus and a knuckle was stuck to the lif port site. This anastomosis had to be taken down. Dr. (B)(6) has trialed and used the device before along with his registrar. Sometimes the registrar fires and others dr. R fires. In addition, the surgeon does not see any reason why this patient had a post-operative leak as there was no issue with the device in the initial surgery. There was no allegation of poor staple formation during any point of care for the patient and the patient did not have radiation or pre-extenuating factors that would have contributed to the leak in the surgeon¿s opinion. Additional information was requested but not available: what were the indications for surgery? What surgical procedure was performed? What is the product code for the device that was used in the initial procedure? What is the lot number if available? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device?were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak upon reoperation?how was the leak addressed? How was the bleeding addressed? What was the total estimated blood loss (ml)? Was a transfusion required? What is the current status of the patient?

Manufacturer narrative:
(B)(4). Date sent: 05/04/2022. Additional information was requested, and the following was received: unfortunately no further details are available.